Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The customer had not previously attempted to reset the pump, so technical support provided instructions and assistance to reset it. After resetting, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.